Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. The failure analysis investigation revealed the instrument was found to have a bent grip and the tip does not align with the other grip. The root cause of bent instrument grips tips is typically attributed to the user, such as excess force applied to the instrument jaws. Additional observations not reported by the site were also identified. The instrument was found to have the carbide insert missing from one of the grips. The root cause of this failure is not established. This instrument will be transferred to engineering for further investigation. The instrument was found to have mechanical indentations/burrs at the grip tips. The root cause of mechanical indentations/burrs instrument grips -tips is typically attributed to mishandling/misuse, such as collisions with other instruments or sharp objects. The instrument was further investigated by a failure analysis engineer (fae). The grip tip with the missing carbide insert was evaluated. It is likely that the carbide insert fell off due to excess force applied to the instrument jaws. The bent grip tips and mechanical indentations/burrs observed, in addition to the missing carbide insert, indicates that it was likely caused by mishandling/misuse. The root cause of this is attributed to the mishandling/misuse. A review of the instrument log for the large needle driver associated with this event has been performed. Per logs, the large needle driver was last used on (B)(6) 2022 on system (B)(4), with 15 lives remaining. This complaint is being classified as a reportable event due to the following conclusion: the failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the large needle driver's diamond jaw tip was missing, and the tips were crossed. There was no report of patient involvement nor injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was found in central processing. Additional details have been requested, but no further information has been provided as of the date of this report.